Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of consignment sets (field inventory) the following instruments were found to be in need of repair and/or replacement: the handle for a persuader for 4.0 mm rods does not operate properly making it very hard to squeeze. The retention clip for a rod introduction pliers for side-opening implants is splayed and does not hold the collar securely. The connector of the flex arm will not fit into the retractor. It's believed there is something wrong with the connection. There was no patient involvement and no additional information available. This complaint is for two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part # 03.612.010 , synthes lot # 9914323 , supplier lot # 9914323 , release to warehouse date: 28 dec 2015 , supplier: (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The flex arm (part 03.612.010, lot 9914323, mfg 28 dec 2015) was received at us cq with the mating hole off centered. Relevant steps have been taken to address this issue. Correction/removal number: 3008812560-03/16/2018-002-r. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: these dates were reported as 1/24/2018 in the initial report mwr-01022018-0000051623 in error. The correct date is 1/23/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.